Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during closure of the stomach in an open gastrectomy, the staple line was incomplete. The surgeon sutured the staple line to resolve the issue.